Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. The customer stated that they were able to clear the alarm and complete the rewind but the alarm occurred during the rewind. The insulin pump will not be returned for analysis.